Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has the wire stretched, as part of overall visual revision. The returned guidewire had the distal tip stretched and unraveled. No more visual damages were found in the device. Detailed pictures of the stretched area and the core wire were captured. It was observed that the core wire was separated from the distal end solder ball. The outer diameter f the distal ip, middle section and proximal section were within specifications; however, the overall length could not be performed due to device condition (coil stretched).

Event description:
It was reported that guidewire fracture occurred. The patient presented with lower extremity deep vein thrombosis. The target lesion was located in the iliac vein. A 035/260/1mm amplatz - pi guidewire was advanced but encountered resistance while crossing the lesion. The device was removed and found the wire fractured and stretched. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that guidewire fracture occurred. The patient presented with lower extremity deep vein thrombosis. The target lesion was located in the iliac vein. A 035/260/1mm amplatz - pi guidewire was advanced but encountered resistance while crossing the lesion. The device was removed and found the wire fractured and stretched. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.